Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to pump pocket infection. The patient was noted to be non-compliant with their driveline infection. The death was not considered to be device or therapy related. An autopsy was not performed, and the device was not explanted. Driveline infection was previously reported under manufacturer report number 2916596-2023-02640.

Event description:
It was communicated that no further information regarding the patient's condition, onset date of the infection, or treatment was communicated. It was noted that the device reportedly operated as expected.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not returned. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.